Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that an occlusion alarm occurred. During troubleshooting customer observed air gaps/bubbles in tubing. Customer declined additional troubleshooting and stated they would change pump supplies to address the issue at a later time. Customer's blood glucose was 143 mg/dl at time of event.